Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted two of the photos showed the catheter was discolored near the plugs. The white silicon section of the catheter was cracking and disintegrating along the entire length of the catheter. The sensors of the catheter appeared to be corroded however no damage to the tpe insulation could be identified. The third photo showed the catheter select screen has been used 108 times. It was reported that the manometry catheter was damaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to being difficult to remove from a patient. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use ultrasonic or other agitation while washing the probe; autoclave; use ionizing radiation; use hydrogen peroxide or glycerin containing products to clean or disinfect the probe. Strongly oxidizing agents such as peracetic acid or hydrogen peroxide. Disinfectants such as endo-spor, sporox and the steris washer use hydrogen peroxide as a primary agent in their formulation and will damage the probe. Use synthetic detergents or petroleum-based soaps as these may be absorbed by the silicone and subsequently leached out in prolonged use. Use silicone fluid or grease to lubricate the passage of the probe through the nares or anus as these materials may swell and weaken the tubing and consequently compromise the integrity of the outer section of the probe. Immerse the probe beyond the ¿do not immerse¿ demarcation line near the proximal end of the probe (the end with the electrical connectors and vent orifice). Doing so can damage or destroy the probe. Pull on the outer sleeve of the catheter probe while cleaning. This can cause bunching of the outer sleeve and potentially damage the probe -the ruled tubing and ¿y¿ connector section of the probe may be cleaned with an antiseptic towelette or germicidal disposable cloth. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the tube/hose damage was present along the entirety of the catheter. The catheter was discolored near the plugs. The white silicon section of the catheter was cracking and disintegrating along the entire length of the catheter. The sensors of the catheter appeared to be corroded however no damage to the tpe insulation could be identified. It was reported that the manometry catheter was difficult to remove from patient and manometry catheter is damaged. The reported issues were complete. The product analysis noted evidence that the device was not used as intended. These issues may occur if the device was being difficult to remove from a patient. Also, due to improper cleaning methods or solutions. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use ultrasonic or other agitation while washing the probe; autoclave; use ionizing radiation; use hydrogen peroxide or glycerin containing products to clean or disinfect the probe. Strongly oxidizing agents such as peracetic acid or hydrogen peroxide. Disinfectants such as endo-spor, sporox and the steris washer use hydrogen peroxide as a primary agent in their formulation and will damage the probe. Use synthetic detergents or petroleum-based soaps as these may be absorbed by the silicone and subsequently leached out in prolonged use. Use silicone fluid or grease to lubricate the passage of the probe through the nares or anus as these materials may swell and weaken the tubing and consequently compromise the integrity of the outer section of the probe. Immerse the probe beyond the ¿do not immerse¿ demarcation line near the proximal end of the probe (the end with the electrical connectors and vent orifice). Doi ng so can damage or destroy the probe. -pull on the outer sleeve of the catheter probe while cleaning. This can cause bunching of the outer sleeve and potentially damage the probe. The ruled tubing and ¿y¿ connector section of the probe may be cleaned with an antiseptic towelette or germicidal disposable cloth. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the catheter was damaged. The inner white lining is degraded <(>&<)> structure is compromised. A problem was encountered at the end of the study at nasal canal, the catheter was difficult to extubate, it was stuck. There was no medical intervention performed to remove the catheter. There was no patient and user harm.